Manufacturer narrative:
(B)(4). The customer returned 1 clip from unit 544240 hemolok l clips 6/cart 84/box for investigation. The clip was returned loose. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was broken in two pieces. The clip appears used as there is biological material present on the clip. Per r & d, the location of the break is where the material enters the mold during the manufacturing process. It is possible that a weak spot was present at this location on the clip due to a molding defect. However, the clip was microscopically examined and no clear evidence of a mis-mold was observed. Since the clip was used during a pediatric surgery, it is possible that the clip was too large for the vessel that it was being applied to which could cause the clip to break. The damage found to the clip is also consistent with damage to a clip that has been applied to a vessel that is too rigid. However, it is unknown what kind of vessel the clip was applied to. The applier was not returned. Based upon the damage observed and the information provided, there is not enough evidence to establish a probable cause. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a other remarks: part of this complaint investigation. T he IFU states, "hem-o-lok ligating clips are intended for use in procedures involving ligation of vessels or tissue structures. Surgeons should apply the appropriate size clip for the size of vessel or tissue structure to be ligated such that the clip completely encompasses the vessel or tissue structure." "Before applying a clip, verify the structural size and condition of the vessel or structure and use the proper size clip." A corrective action is not required for this complaint issue since it could not be definitively determined what caused the clip to break. Per r & d, it is possible that there was a mis-mold that caused the clip to break or that the clip was used incorrectly according to the IFU, but there is not enough evidence to support either cause. Therefore, the root cause is undetermined. The reported complaint of "clip broken during use" was confirmed based upon the sample received. Visual examination of the returned clip revealed that it was broken in two pieces. According to r & d, the location of the break is where the material enters the mold during the manufacturing process. It is possible that a weak spot was present at this location on the clip due to a molding defect. However, the clip was microscopically examined and no clear evidence of a mis-mold was observed. Since the clip was used during a pediatric surgery, it is possible that the clip was too large for the vessel that it was being applied to which could cause the clip to break. The damage found to the clip is also consistent with damage to a clip that has been applied to a vessel that is too rigid. However, it is unknown what kind of vessel the clip was applied to. The applier was not returned. Based upon the damage observed and the information provided, there is not enough evidence to establish a probable cause. Therefore, the root cause of this complaint is undetermined.

Event description:
It was reported that during pediatric surgery when the user tried to ligate the vessel with the 6th clip, the clip got broken. The broken clip was removed from the patient immediately. As a result, another clip was loaded and used successfully. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during pediatric surgery when the user tried to ligate the vessel with the 6th clip, the clip got broken. The broken clip was removed from the patient immediately. As a result, another clip was loaded and used successfully. There was no patient injury.